Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition that the "manual tube release defective". This condition had the potential to interrupt delivery. This condition was found in the general nursing department. It is unknown when this event occurred. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version is a remediated colleague 2006(6.13.90).

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem was not confirmed or reproduced. The root cause was not identified. No further action was taken to fix the reported problem since it was not identified. Additional information: a device history review was performed finding one exception during manufacturing, however, the device was re-tested and found to be performing as designed. A service history review revealed that this device was previously serviced for the reported condition. Manual tube release was also replaced during previous service. Baxter will continue to monitor similar reports to determine if further actions are required.